Manufacturer narrative:
There is no adverse event associated with this complaint. The pump was returned to animas for eval. Eval revealed a dislodged display screen, partially dislodged force sensor pins and the force sensor was found to be out of calibration.

Event description:
Eval revealed a dislodged display screen, partially dislodged force sensor pins, and the force sensor was found to be out of calibration.